Event description:
Pt was having surgery for generator replacement due to end of service when high impedance was observed. Pt had a full revision and the lead and generator were returned to the manufacturer for evaluation. Product analysis is planned but has not been completed.